Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer mother reported via phone call that her daughter experienced high blood glucose level. Customer¿s blood glucose level was 435 mg/dl at the time of incident and current blood glucose level was 504 mg/dl. Customer treated high blood glucose with insulin pump. Customer also stated that the insulin pump had insulin flow blocked alarm. Trouble shooting was declined for high blood glucose. The device will not be returned for analysis.